Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe stopper separated from the plunger during use. The following information was provided by the initial reporter: "1 x the plastic park of plunger detached from the rubber stopper"